Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown, further described as due to an infection in the patient¿s pd catheter, however, this was not medically confirmed. Three days prior to the receipt of this report, the patient was hospitalized for an unspecified indication, further described as an infection which was suspected to be peritonitis but was not medically confirmed. Three days after being hospitalized, the patient was diagnosed with peritonitis and was started on unspecified antibiotics (doses, frequencies, routes and duration not reported). On an unreported date during hospitalization, the patient¿s pd catheter was removed, dianeal therapy was discontinued, and hemodialysis (hd) was initiated. Eighteen days after being diagnosed with the peritonitis, the patient was recovered from the peritonitis event and discharge from the hospital was anticipated to occur the same day. At the time of this report, hd therapy was ongoing. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).